Manufacturer narrative:
Address line: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of a solution set was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image showed damage on the primary package. Retention samples were evaluated with no issues noted. The reported condition was verified. The cause was determined to be related to the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.